Manufacturer narrative:
Device evaluation: one cadd solis pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: (B)(6) 2021 2:05:27 pm high alarm displayed: upstream occlusion. Three different delivery accuracy tests were performed. All the test results were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. The ehl finding confirmed that the downstream occlusion (dso) and upstream occlusion (uso) sensors were faulty. This issue contributed to customer?s reported product problem (volume issue). To address the customer reported product problem (volume issue) the dso and uso sensors were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The source of the faulty dso and uso sensors was unknown. A root cause was not established.

Event description:
It was reported that the cadd solis hpca pump exhibited issues with the volume. The product problem did not occur during patient use. There was no patient involvement.